Event description:
After the patient received defibrillation shocks, the r-wave decreased to 1.6 mv and exit block was noted. Lead impedance decreased from 750 to 350 ohms. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.